Event description:
Patient was revised to address poly wear. It was noted that the patient was experiencing squeaking while walking.

Manufacturer narrative:
Patient was revised to address poly wear. It was noted that the patient was experiencing squeaking while walking. Doi: (B)(6) 2008; dor: (B)(6) 2012 (left hip). Examination of the returned device finds a material fracture at the rim. A paper copy of an x-ray image finds the acetabular cup positioned more vertically than recommended by surgical technique. This is a factor in edge loading of the device placing extra unintended pressures on the material leading to later failure. The evidence of edge loading is also found on the device itself. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.